Event description:
A customer contacted beckman coulter, inc.(bci) in regards to failed qc results generated by access 2 immunoassay analyzer. No patient results were generated at this time and therefore no erroneous patient results were reported out of the laboratory. There was no effect to patient or user.

Manufacturer narrative:
The customer found that the wash buffer supply in the reservoir of the fluidics tray was empty, but the float level sensor was stuck in the full position, causing the instrument to believe that there was sufficient wash buffer to run. Service was not dispatched for this event as the customer resolved the issue by cleaning the float sensor. The root cause for this event was hardware failure. Customer performed troubleshooting.